Manufacturer narrative:
The customer contacted siemens customer care center (ccc) to report the event on the cs-560 analyzer. The customer stated that a pt/ptt analyzer precision study was conducted and the results from the study are within sysmex specifications (<2%). There was no indication of analyzer malfunction; specific sample issue such as improper mixing upon collection cannot be ruled out. The cause of the event of the discordant high prothrombin time (pt) / international normalized ratio (inr) / partial thromboplastin time (ptt) patient results is unknown. The device is operating within specifications. No further evaluation of the device is required.

Event description:
Discordant high prothrombin time (pt) / international normalized ratio (inr) / partial thromboplastin time (ptt) patient results were generated on the ca-560 analyzer (laboratory back-up) with no flags. All qc recovery was in range prior to running patient samples. A pt patient result of 48.1 seconds was generated on the ca-560 (lab backup) with an inr of 4.67 and ptt result of 40.8 seconds. These results were not reported to the physician. The user repeated the same sample after remixing and respinning the tube on an alternate (main) ca-560 analyzer, and then again on the ca-560 lab backup. Main ca-560 analyzer generated pt result 10.2 seconds, inr =1.0, and ptt result of 22.7 seconds (repeat 1). Lab back up ca-560 analyzer generated a pt result 10.3 seconds, inr=1.0, and a ptt result of 23 seconds (repeat 2). A new patient sample was retested on the main ca-560 analyzer and recovered the same results as repeats 1 and 2. There was no known impact or adverse health consequence to the patient due to the discordant high pt / inr / ptt results as the initial pt / inr / ptt results were not reported.